Manufacturer narrative:
Section d6a: not applicable, as the lens was not implanted. Section d6b: not applicable, as the lens was not implanted, hence not explanted. Section h3:the device was not returned for evaluation as it was discarded therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. An attempts has been made to obtain missing information; however, the information has not been provided. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that during implantation of the preloaded multifocal intraocular lens (iol), model drt150, into the patient¿s right eye, resistance was encountered during lens advancement, resulting in the lens tearing. Patient contact occurred. Additional information confirmed that the lens was partially delivered, and no additional surgical maneuvers beyond standard technique were required to facilitate lens delivery and positioning. The procedure was completed successfully using a replacement lens of the same model and diopter. No patient injury was reported, and no unplanned medical or surgical interventions (such as vitrectomy, incision enlargement, or suturing) were required. The current patient outcome is reported as doing well. The stablevisc ophthalmic viscosurgical device (ovd) was used to fill the cartridge prior to lens loading at room temperature. The cartridge was prepared with balanced salt solution (bss) or ovd via the hydration port. One twist of the injector knob was performed to advance the lens into the cartridge, and an additional twist was completed prior to handing the handpiece to the surgeon. The lens remained in the cartridge for no longer than two minutes before use. It was reported that the surgeon initially advanced the lens into the cartridge; however, it is unknown whether resistance was encountered at that stage. The complaint device was discarded. No additional information was provided.